Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high left ventricular (lv) pacing lead impedance measurements greater than 2,000 ohms. Furthermore, a high lv threshold measurement was noted. Additional information received from the field representative indicated that the cause was not determined. An lv lead revision was performed and this device was explanted. No additional adverse patient effects were reported.